Manufacturer narrative:
Additional FDA product code: hwc. Manufacturer narrative: the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 237030m5 device was implanted during a procedure on (B)(6) 2020. In (B)(6) 2021 the patient's knee became swollen and a secondary procedure, right knee scope, was performed on (B)(6) 2021. During this secondary procedure it was found that the device was broken. The surgeon spent approximately 30-minutes removing the loose pieces of the device from the patient. The surgeon stated that the patient "has medial femoral chondyle damage from both the loose bodies which were stuck in synovium and from poking around getting the bodies." The patient is scheduled to see the surgeon again in approximately 2 months. When the secondary procedure was completed the patient was discharged home. This report is being raised on the basis of injury due to the requirement of a secondary surgery.

Manufacturer narrative:
The device will not be returned for evaluation however the provided photographic evidence exhibits the reported event. A DHR review could not be performed as a lot number was not provided. A lot history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame 65,312 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is warned that preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the screw are important considerations in the successful utilization of this device. The surgeon must choose proper screw size based on specific procedure and patient history. The IFU also advises the user that until ligament healing is complete, all fixation achieved with this screw should be considered as only temporary and may not withstand weight bearing or other unsupported stresses. Premature bending, loosening, fracture or migration of the screws may result from early stress and activity. Appropriate immobilization/ controlled mobilization should be used until clinical determination of ligament healing. This issue will continue to be monitored through the complaint system to assure patient safety.